Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, the reported defect of needle retraction failure is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identify the root cause. For the reported defect of needle retraction slow and catheter kink/ bent, since no issues found in DHR review, an exact root cause could not be determined. We would be very interested in examining product that does not meet your expectations and our quality standards.

Event description:
No additional information.

Manufacturer narrative:
Additional information of fa#.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: I've been working in ahsp today, and I have noticed that the safety feature on this batch of 22g bd insyte autogard catheters is defective (lot 4229661, expiration 7/31/27). When the white button is pressed to retract the needle after threading the catheter, it does so very slowly posing a needle stick risk. Subjectively, a few patients have reported some increased tenderness after insertion with the same ones. The access is functional, flushes well, and with good blood return, but somehow is more tender than I would expect. ¿ the nurses at our department have found that bd insyte autoguard 22 ga x 1.00 in lot 4229661 are defective. The catheters bends as soon as the needle is inserted into the skin. When the needle release button is pushed the needle fails to retract properly or the needle doesn't retract at all. This is a safety issue for the nurses and the patient. ¿ additional info 12 nov: any adverse event or serious injury reported to patient or healthcare professional? No. Adverse events or injuries reported in our department. Can you please provide an exact date of event in format dd-mmm-yyyy? 11/24/2024. Total number of occurrences? Few nurses reported that IV bd insyte autoguard was either not retracting properly or not retracting at all.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. E. Street address exceeds character limit: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.